Event description:
New information received notes that the patient presented remotely. No additional intervention was reported but the malfunctions were reported as resolved upon the patient's next remote follow-up on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-01229. It was reported that a patient presented with noise on the patient's right ventricular (rv) lead and marker anomaly on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Correction: b5: related manufacturer reference number should be 2017865-2022-01231.

Event description:
Related manufacturer reference number: 2017865-2022-01231. It was reported that a patient presented with noise on the patient's right ventricular (rv) lead and marker anomaly on the patient's implantable cardioverter defibrillator. No intervention was reported. The patient was stable throughout.